Event description:
It was reported that, after a rotator cuff repair procedure had been performed on (B)(6) 2021, the patient experienced some stiffness. During that case the surgeon believed that the tip of the regeneten bone anchor inserter might have broken, surgeon changed to open repair a used fluoroscopy to confirm that nothing was left behind. The patient came back with an x-ray from an outside imagining facility and it showed some artifacts that could not be made out, but the surgeon believed that this was due to the patient wearing a shirt, and not because of the inserter. The current health status of the patient is stable.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H2: additional information ¿e1: email¿. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports that the inserter of the bone anchor may have been retained in the patient. Although the case reports x-rays show ¿some artifacts¿ the images were not provided for review. No clinical information has been provided to confirm the reported events and without the requested information, the reported possible breakage could not be further assessed. The tip of the regeneten bone anchor inserter is made of 17-7 ph ss and the staple stakes on the device are se nitinol. The inserter is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported device breakage and possible retained foreign body could not be definitively determined. If retained micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.